Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services reported that the unit showed a blurry image, probably due to a wrong cleaning procedure. The lens is contaminated and the thermal indicator is dark gray. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the images were intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.